Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Should have been selected as adverse event, b1 - requried intervention, and h1 - serious injury rather than malfunction. Dislodgement.

Event description:
This report is related to previously reported complaint of loss of capture, reported on ((B)(6) 2012), MFR number 2017865-2012-09859. New information noted that the right ventricular had dislodged.